Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during transport in a helicopter, the device would reboot/restart itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. It's important to note that the customer indicated that this device is being used in and around an area that contains radar equipment and continuous radar sweeps. The propaq md device meets standards and specifications; however may be susceptable to certain radio frequencies where the amplitude of the signal exceeds the specification of the device. Zoll medical corporation has discussed with this customer the option of adding airworthy equipment in these areas. This report is being closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.